Event description:
It was reported that a pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was instructed to inspect the cartridge and the pump, clean the pneumatic tap area, and follow the on-screen instructions, but they were unable to successfully load a new cartridge, prompting tandem technical support to replace the pump, which was under warranty. The customer was informed about returning the problematic pump and confirmed understanding of the process, with a plan to use multiple daily injections (mdi) as a backup therapy.